Event description:
The customer reported that the system's ram needed to be replaced. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer declined to have the service representative replace the ram. No further information is available.